Manufacturer narrative:
The insulin pump was received with no button response due to unlock keypad connector. Device was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she noticed the buttons on the insulin pump were not responding during prime. The customer did not recall any significant events leading to the keypad issue. The customer changed the battery and received a battery pot limit alarm. Blood glucose value was 113 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.